Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the cassette leaked during calibration. The cassette was replaced and the procedure was completed with no patient harm reported.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A full pressure internal leak test was performed on the cassette and no leakage was detected. The cassette passed functional and performance testing. The cause of this incident is unknown. The presence of fluid leaking from the cassette was not confirmed. (B)(4).